Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. A review of the device history records was not performed because no lot number was provided.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: the instrument dissolves under pressure. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
(B)(4): the performed investigation according to our manufacturing documents shows no deviation regarding to our guidelines. The same is true for the hardening parameters, which are within the required tolerances. Unfortunately we can not elicit the exact cause, which was leading to this damage. It only can be supposed that to high torsion forces possible in connection with a not completed inserted application was leading to this result. No product fault could be detected. Disposition is indeterminate. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged.